Manufacturer narrative:
Other, other text: the date of event was 15aug2022. (Updated b5 and b3). A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email on 12-sep-2022. The event date was updated. Unknown if patient was involved.

Event description:
It was reported that the device will not end the breath. Keeps pumping and pushing air. Low battery alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received with slight impact marks on the housing at the bottom right and top left. Continuous cycling was present. Unable to duplicate low battery alarm. The complaint was confirmed. A root cause could not be determined as the continuous flow was intermittent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The regulator and timing valve assembly were replaced. Device passed all functional and delivery tests., corrected data: h6 health effects - clinical signs and symptoms or conditions.